Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using the catheter pscc100 pulseselect, a noisy electrogram and catheter array inversion/noose were identified. Mechanical stresses were induced on the array due to advancement of the sheath over the pulse select loop, and the guidewire was observed going over the loop, requiring repositioning. Noisy signals appeared on several leads, interpreted as possible contact between electrodes or with the guidewire. The catheter formed a g shape when checking exit block on the left superior pulmonary vein. Fluoroscopy was used to check for a noose and catheter position; no noose was observed, and the catheter was retracted into the sheath. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.